Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 3 years, since the subject device was manufactured.   Based on the results of the investigation, it could not be definitively determined, what the foreign material was adhered/clogged in auxiliary water channel. There was no damage to the area, where the foreign material was detected. And it is unknown, if reprocessing was conducted in accordance with instructions for use. Therefore, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented], by following the instructions for use, which state: instructions for use states, the detection method in gif/cf/pcf-190 series, operation manual chapter 3: preparation and inspection. Instructions for use states the preventative measures in gif/cf/pcf-190 series, reprocessing manual chapter 5: reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported cable of the colonovideoscope was defective. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found a whitish foreign material inside the jet tube. The report is being submitted due to defect found during evaluation.

Manufacturer narrative:
The device was returned and evaluated by olympus. In addition to the findings in b5, evaluation found switch #1 was cut, the suction cylinder had no color, the bending angle in the up direction did not meet the standard value due to damage on the bending tube, the light guide lens was cracked, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.